Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated section: b4, d9, g3, g6, h2, h3, h6(component code, investigation findings, investigation conclusion) h11. Corrected section: e4, e1 and e2 (telephone number). A getinge field service engineer (fse) replaced the drive manifold assembly (d104-00-0031) and then performed the leak test, and it was fine. Then performed preventive maintenance. No ecme was used.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional info: e1 (event site state: (B)(6), event site postal code: (B)(6)) despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Additional info: e1 (event site telephone: (B)(6)). More than three (3) good faith efforts (gfe's) were performed but there was no information received about part replacement. The investigation shall be closed now. If any new information received about part replacement the complaint will be reopened and updated it. There was no patient involvement.

Event description:
It was reported during preventive maintenance performed by getinge field safety engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit has a drive leak. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a drive leak. There was no patient impact.